Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during placement of the vascular stent in an iliac artery stenosis, the delivery system became blocked when the stent was being partially released 4 cm. The stent was deployed manually; however, not at the correct site. Therefore, an additional stent was placed to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment issue. The returned delivery system was in disassembled condition and the metal tube was found to be bent which matches the information received. The condition of the device indicates that the deployment failure occurred while the stent was being partially released. The stent was not returned as it remains in situ. The reported malposition of the stent could not be verified as no images were provided. Increased friction is considered the reason for increased release force and subsequent deployment failure. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may result in high friction during the attempt to deploy the stent. In this case, it was reported that the procedure was performed crossover and that there was a sharp angle at the aortic bifurcation. On the basis of the information available and the sample evaluation, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit."